Event description:
As reported in 2007, this pt was implanted with gore tag thoracic endoprostheses. Upon removal of the gore introducer sheath with silicone pinch valve, the right femoral artery was disrupted. A conduit was placed to repair the artery. The arteries were reported to be very friable. As reported, the dissection of the artery was related to the procedure and not the device. Pt is reported to be in stable condition. Post operative imaging revealed no other adverse events.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specifications.